Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of an nc quantum apex balloon catheter. Microscopic investigation revealed a pinhole in the balloon material located ~0.5mm from distal edge of the proximal markerband. Investigation revealed no irregularity of the markerband that could have contributed to or caused the pinhole. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified coronary artery. A 15mm x 3.25mm nc quantum apex balloon catheter was advanced to dilate the lesion. However, upon inflation, the balloon ruptured at 16 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified coronary artery. A 15mm x 3.25mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. However, upon inflation, the balloon ruptured at 16 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.